Manufacturer narrative:
The reported device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The instruction manual for the bf-uc180f scope used with the balloon has cautions for preventing loose or damaged balloons, including ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope.¿ and to maintain balloon integrity during storage before use, ¿to minimize deterioration, always keep the package sealed.¿ as a preventive measure, prior to balloon use, the instruction manual for the bf-uc180f scope also states, ¿inspect the balloon and confirm that it has no holes, swelling, color changes, or any other irregularities. If any irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use.¿ the instruction manual also has pre-procedure steps to verify that the balloon¿s water feed functions as expected, to prevent balloon overinflation and detachment.

Event description:
One of 2. Olympus was informed that twice during an endobronchial ultrasound procedure, the balloon that was attached to the distal end of the olympus bf-uc180f bronchoscope loosened and fell intact into the patient¿s lung tissue. Both times the balloon was retrieved with forceps and removed from use. There was no patient injury. The procedure was completed with a third balloon.

Manufacturer narrative:
The customer reported that an unknown lubricant had been applied to the balloons prior to their use in the procedure. The instruction manual for the bf-uc180f scope states, ¿apply a medical-grade, water-soluble lubricant to the insertion section and balloon¿.do not apply olive oil or products containing petroleum-based lubricants... These products may cause stretching and/or deterioration of the bending section¿s covering.¿

Event description:
Olympus was informed that twice during an endobronchial ultrasound procedure, the balloon that was attached to the distal end of the olympus bf-uc180f bronchoscope loosened and fell intact into the patient¿s lung tissue. Both times the balloon was retrieved with forceps and removed from use. There was no patient injury. The procedure was completed with a third balloon. It was reported that an unknown lubricant had been applied to the balloons prior to their use in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.